Event description:
It was reported that there were two holes in a homechoice cassette. This occurred during setup of the device for peritoneal dialysis therapy. Renal therapy services (rts) instructed the patient to change the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.